Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring placement of a chest tube and hospitalization. The patient did not have any significant medical history. The lesion size was 3 cm and it was located in left lower lobe on the medial subpleural border (on the pleural border). A diagnosis was not obtained. Upon waking from general anesthesia, the patient had chest pain on the side of the pneumothorax and modest dyspnea. The moderately large (50%) pneumothorax was identified post procedure via a chest x-ray; therefore, a 14 french chest tube was placed immediately. The patient also received a bronchodilator nebulizer. The chest tube resolved the pneumothorax and was removed within 36 hours. The patient was hospitalized for a total of 2 days then discharged home. Per the physician, there was no malfunction of an ion system, instrument, or accessory.